Event description:
A malfunction on the pump was reported by the caller. The caller confirmed that there was no adverse impact to their blood glucose level, and it did not exceed 500 mg/dl. The customer reset the pump on their own, following verified instructions from cts, and was informed that a replacement pump with updated software would be sent. The customer was also advised on how to use the new pump with a g7 sensor and instructed to put the old pump into storage mode before returning it. The replacement pump was sent by cts, and the caller understood the requirements for returning the problematic pump.